Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that signal loss over one hour occurred. The sensor was inserted into the arm on (B)(6) 2021. On (B)(6) 2021, the patient had frequent signal loss during the night. He reportedly fainted during sleep and was taken by his parents to the hospital. At the hospital his glucose level was 30 mg/dl; it was not specified if this was from the continuous glucose monitor (cgm) or a blood glucose (bg) reading. He woke up in the hospital during treatment with an unspecified infusion and felt cold and fuzzy after he woke up. At the time of the report later the same day he felt well again. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4)

Event description:
He woke up in the hospital during treatment with a glucose infusion and felt cold and fuzzy after he woke up.

Manufacturer narrative:
(B)(4) describe event or problem - correction to the following statement on the initial MDR, "on (B)(6)2021, the patient had frequent signal loss during the night. On (B)(6)2021, the patient had frequent signal loss during the night.

Event description:
On (B)(6)2021, the patient had frequent signal loss during the night.